Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that since (B)(6) 2016 they have had poor coupling while recharging. The patient¿s ins is in their abdomen and they have to lay down in order to charge it. Otherwise, they get a poor coupling connection. The patient stated that this is because of the way the ins is oriented after they lost weight; the ins moves around in there. The patient spoke with their healthcare professional (hcp) who told the patient to wait until the issues got worse and the hcp does not want to revise the ins pocket at this time. The patient may get a second opinion. The patient stated that on (B)(6) 2017 they had a loss of therapy, loss of stimulation, and return of symptoms including a return of their target leg pain. The patient checked the ins with their patient programmer which showed that the ins needed to be charged. The patient would charge their ins and follow up if their stimulation therapy does not come back on to relieve their leg pain. No further complications were reported/are anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-apr-11. The hcp stated that the patient¿s last office visit was (B)(6) 2016 and at that time the patient had lost significant weight unusual of amount. The patient was only complaining of pain at the costal mayis where the generator site. Pain was also at site often. Pain to legs controlled. It was unknown if the pain was from scar tissue or stimulation rubbing against lower rib. Discussed possibility of repositioning to gluteal area. The patient was to think about it and was to call the office if they wished to pursue surgery. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.